Manufacturer narrative:
Patient identifier: requested, not provided due to facility policy; age & date of birth: requested, not provided due to facility policy; patient sex: requested, not provided due to facility policy; weight: requested, not provided due to facility policy; ethnicity: requested, not provided due to facility policy; race: requested, not provided due to facility policy; explanted date: device was not explanted; initial reporter occupation: hybrid or manager. Investigation findings: code 180 is based upon the picture provided; code 3221 is based upon the device not returned. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. Although, a picture from alleged failure was sent which included hemostasis sheath and carrier tube separated. Based on the image sent by the customer, it shows that the suture didn't fully unspool during deployment. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that following a superficial femoral artery (sfa) intervention, the angio-seal device was deployed over the 035 wire from the angio-seal kit. After engaging the angio-seal with the angio-seal sheath, the doctor began to pull the device back to create the seal. The suture string would not spool and seemed to be locked up. The device was cut, and the suture was done manually by the doctor. The closure was a success with no complications. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 10mar2023: the procedure sheath used was 5 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No equipment or other devices were used with the product involved.